Event description:
The customer called to report a blank display. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to broken battery tube wires.